Manufacturer narrative:
Device is a reusable instrument not intended to be implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In an original implant surgery dated (B)(6) 2015, the tip of a tibial drill pin broke off inside the tibia during the procedure. The implants and the joint were cemented inplace and the pin was noticed post surgery, during x-ray.